Manufacturer narrative:
The pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, broken belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged. The customer states the pump was damaged at the reservoir compartment. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.